Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-jun-2026 by a physician concerning an adult patient of unknown gender. The patient had no relevant medical history. Specifically, there was no reported immunosuppression, prior radiation exposure, or documented genetic syndrome. No history of basal cell carcinoma (bcc) was identified prior to treatment with sculptra. Information regarding concomitant medications and allergy history was not provided. The patient had previously received treatment with sculptra to face, bilateral cheeks and nasolabial folds on (B)(6) 2019. Amount, lot number, injection technique and needle type were not reported. This was the patient's first treatment session with sculptra. The patient was subsequently followed for approximately 32 months, during which the treated area remained clinically silent. No history of bcc was reported during this period. On (B)(6) 2022, the patient received a second treatment session with sculptra to the face, bilateral cheeks and nasolabial folds (unknown amount, lot number, injection technique and needle type). On (B)(6) 2022, approximately 4 months and 1 day following the second sculptra, the patient was confirmed with nodule/basal cell carcinoma (basal cell carcinoma) on the right side of the columella. The affected tissue was described as a native, unscarred columellar field with no prior surgery. The histology confirmed nodular bcc. On (B)(6) 2022, the patient underwent surgical excision of bcc with confirmed clean margins post-surgery. Columellar reconstruction was subsequently performed, resulting in a reconstruction scar (scar) with permanent midline fibrous tissue present within the field. On (B)(6) 2024, the patient presented with a spontaneous nodule at the reconstruction site. Biopsy confirmed a benign epidermal inclusion cyst (dermal cyst), with no basal cell carcinoma. The field was active without sculptra but produced only benign lesions, and bcc occurred exclusively following sculptra treatment. On (B)(6) 2025, the patient received additional treatment sessions with sculptra to the face (unknown amount, lot number, injection technique and needle type). In (B)(6) 2025, approximately 2 months after the first treatment in (B)(6) 2025, the patient developed one visible lesion of basal cell carcinoma in the left intranasal columella, contralateral to the bcc in 2022. On (B)(6) 2025, the patient received another treatment session with sculptra to the face, bilateral cheeks and nasolabial folds (unknown amount, lot number, injection technique and needle type). In (B)(6) 2026, an additional lesion of basal cell carcinoma was visible at the right ala, involving a separate anatomical site. The first lesion was subsequently diagnosed as an infiltrative basal cell carcinoma confined to the left intranasal columella and was histologically confirmed on (B)(6) 2026. The interval between the final sculptra treatment session and confirmation of the carcinoma was approximately 4 months and 8 days. Histological examination demonstrated an infiltrative growth pattern crossing the midline through the reconstruction scar. The second lesion, located on the facial skin adjacent to the right ala, was clinically suspected to be basal cell carcinoma and was biopsied on (B)(6) 2026. The interval between the final sculptra treatment session and biopsy was approximately 4 months and 27 days. Biopsy and histopathology results were pending at the time of reporting. The physician reported key observations, noting a temporal association between sculptra administration and subsequent development of bcc within the same anatomical field within approximately four months. A single session had produced one bcc, while a three-session series had resulted in two simultaneous bccs. The reporter further noted that no bcc had been identified prior to the patient's first treatment session with sculptra. The proposed mechanism was that plla-induced transforming growth factor beta 1 and vascular endothelial growth factor could suppress immune surveillance and promote angiogenesis in dormant columellar bcc foci through shared facial vasculature. Plla degradation was understood to generate transforming growth factor beta 1 and vascular endothelial growth factor, with peak activity occurring between months 1 and 3 post-injection. These mediators were thought to travel via the shared facial vasculature to the columellar field. Transforming growth factor beta 1 was described as suppressing local immune surveillance, thereby allowing dormant basal cell carcinoma foci to be released from checkpoint control. Concurrently, vascular endothelial growth factor was believed to promote angiogenesis in dormant clusters, facilitating their transition to a proliferative state. Outcome at the time of the report: nodule/basal cell carcinoma was not recovered/not resolved/ongoing. Reconstruction scar was not recovered/not resolved/ongoing. Epidermal inclusion cyst was unknown.

Manufacturer narrative:
Company comment: the serious events of basal cell carcinoma and scar were considered unexpected, however, a causal relationship to the treatment cannot be ruled out. The unexpected secondary event of scar occurred after the reconstructive phase following surgical intervention. Seriousness criteria include the need for surgical intervention for the basal cell carcinoma and the scar being suggestive of permanent damage. As per the reporting physician's assessment, the potential root cause it that the product may have triggered an inflammatory cascade leading to the activation of dormant basal cell carcinoma lesions, however, a more specific cause cannot be established. An alternative root cause for the basal cell carcinoma includes an undisclosed or undiagnosed underlying lesion. The non-serious event of dermal cyst was considered unexpected and unrelated to the sculptra treatment due to the long latency period and that no treatment has been performed in the affected area. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the product. Lot number was not reported, and the product could not be verified. Based on the available information, the case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. Follow-up to obtain additional information will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.